Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with a cartridge during the load sequence. Customer reported a blood glucose level (bg) of 300 mg/dl and went to the emergency room of their bg. Customer drank water and was treated intravenously with fluids of insulin and saline. Customer was released later the same day with the issue reserved and no permanent damage. Customer reverted to an alternative method of insulin therapy.